Event description:
Patient originally had laparoscopic gastric bypass with a realize gastric band five years ago. Original product information is unknown. During removal of the product part of the band was noted to have broken off.what was the original intended procedure?removal of gasstric lap band.device #1is this a laboratory device or laboratory test?no.